Manufacturer narrative:
Problem code 2587 captures the reportable event of snare loop failed to cut. Investigation results: analysis of the returned device revealed that the device did not present any visual issue and it worked as intended. The returned device review includes visual, dimensional and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. Reportedly, the "prong on snare" would not allow for secure connection to bovie attachment. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop failed to cut through the polyp. Reportedly, the "prong on snare" would not allow for secure connection to bovie attachment. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.